Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Was left blank as the customer's weight is unknown.

Event description:
The advocate reported that the customer was attempting to perform blood glucose test on his contour next link meter and kept getting e3 errors, indicating that the strips were upside down. The customer was relying on the preset settings (set by the customer's physician) of his insulin pump for his insulin intake. The advocate had to call paramedics as the customer was not waking as his sugar levels had dropped. The paramedics arrived at 11:30 a.m. And woke up the customer. They used their meter to monitor the customer's blood glucose levels and obtained a reading of 34 mg/dl. No additional event details were provided. The advocate was advised to return the test strips for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected products. An in-house contour next link meter was tested with the in-house contour next test strips from lot # 8apeg04b, which gave satisfactory performance. No e3 errors (strip upside down) were observed.

Manufacturer narrative:
The customer returned the contour next link meter for evaluation. The test strips were not returned. The returned meter was tested with the in-house test strips from lot 8apge04b. It gave e3 error, indicative of strips upside down. The meter passed fixture testing prior to blood testing with low result of 78 mg/dl and high result of 309 mg/dl. The meter was inspected and it was found that the display was broken and there was a vertical line to the right sight on the display. Three test were performed using reference contour next test strip from lot # 8lped12b and contour next control solution from lot # 9v2g39. The results were within the expected range. The meter worked for an extended period of time prior to the event occurrence. It is possible that there was debris in the strip port, which moved during transportation.